Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017, the patient underwent total left knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the depuy knee system and smartset bone cement x 1. On (B)(6) 2019, the patient underwent a left knee revision due to loosening of the tibial component. The surgeon reported a gentle tap with an osteome along the leading edge of the bone to cement interface disclosed micromotion. He noted a femoral component was in excellent condition. Patella was not revised. The patient was implanted with depuy knee system and depuy bone cement there were no complications reported. Doi: (B)(6) 2017, dor: (B)(6) 2019, (lt knee).